Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed needle bellows not draining. The fse replaced two check valves on the aspiration path of needle bellows waste line and tubing at valve 57a which is also part of the same waste line. This resolved the issue. (B)(4).

Event description:
The customer reported a leak from the needle bellows seen on top of the sample tubes from the lh780 analytical station instrument. The volume of the leak was 10cc and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event